Manufacturer narrative:
The suspect device was returned by the customer but the test strips expired before the evaluation was completed. All retention testing for the strip lot prior to expiration met requirements.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 280 mg/dl and 130 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.